Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to the sensor reading were way off. Customer's blood glucose was 30 mg/dl. Customer was not wearing the sensor anymore. Customer was in the hospital and unable to speak due to broken ribs. Customer stated that this event was not diabetic related. No further information provided.